Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 300 mg/dl between 4 and 24 hours of wearing the pod. The patient¿s parent reported being notified by the school nurse that the patient was experiencing high bg levels and the pod was removed from their abdomen, revealing a bent cannula. As treatment a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be stretched and flattened leading the length of the soft cannula to measure out of specifications at 1.228 inches. During fluid path testing an observed tear prevented fluid from travelling the complete fluid path. Fluid leaked from this tear. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported bent/kinked event. Therefore, the cause of the reported bent/kinked event could not be determined.